Event description:
On 08/18/2021, it was reported by a sales representative via e-mail that an ar-3638 fibertak deployed incorrectly as the knotless ¿finger trap¿ portion and the anchor prevented the surgeon from being able to shuttle the repair stitch through the anchor to secure the implant. The surgeon cut the sutures, allowing the implant to be removed from the patient. The case was completed by using a new ar-3638.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.